Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to low readings.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 138 mg/dl and sensor glucose was 70 mg/dl at the time of call. The customer's blood glucose was 159 mg/dl at the end of call. The customer stated that the cannula was bent from one of the previous sensors. The representative explained to the customer how the glucose travels in the body. The sensor will be returned for analysis.